Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2001. Subsequently, patient was revised on (B)(6), 2009, due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Relevant tests/laboratory data, including dates. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00947-2 / 00949-2).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2009, due to pain, osteolysis, anteverted cup and impingement. Operative reports from revision surgery note gray fluid and gray soft tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00946-1/00949-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00946 / 00949). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.